Event description:
We received a report that during the patient's first post-operative exam the patient complained about his vision. The surgeon noticed the intraocular lens (iol) was decentered due to a vitreous strand. The surgeon monitored the eye and as it did not improve an explant was performed. During the removal of the iol a vitrectomy was performed but an incision enlargement was not necessary. He placed a lens in the sulcus and closed the incision with a suture. The iol was discarded in the field and will not be returned for investigation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.